Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing. Device had cracked lcd window, cracked battery tube threads, cracked case at display window corners.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer did not hear alert at the current time. Customer¿s blood glucose level was unknown. Customer was not received any frequent no delivery alarm. Customer reported that the battery compartment was crack at the end. The insulin pump will not be returned for analysis.